Manufacturer narrative:
It was reported by customer that secondary IV line is able to freely back flow into the primary line. One sample primary infusion set and one secondary set was submitted for quality evaluation. Visual inspection of the sets did not identify any damages or abnormalities. The infusion sets were primed and a simulated infusion was attempted to be conducted. Immediately after the infusion was started, the fluid flow from the secondary infusion bag could be seen backflowing into the primary infusion bag past the backcheck valve. The customer complaint of backflow was confirmed. The investigation for the root cause of the issue was forwarded to the manufacturer back check valve component. After the investigation, a particle was found in the backcheck valve. The particle was examined using ftir analysis and it was determined that the material was a silicone based material. This material is most consistent with a silicone-based or silicone sealant. This silicone material is not used in the construction of the backcheck valve. The investigation was then moved back to bd manufacturing to determine if the issue was caused during assembly of the infusion set. With the additional information provided by the supplier and further review of the assembly process, it was determined that the possible root cause of the silicone particles in the back flow valve could be related to inadequate cleaning of the cutting and assembly area (pumping chamber machine) in addition to not following procedures and sws correctly. Due to the issue and update of the pumping chamber assembly procedure to indicate that machines flow stop will begin assembly until the leader or production assignee verifies and signs the machine checklist. Additionally, updates to the cleaning process to indicate the nests where the silicone sits with the rings must be cleaned, ensuring that it is free from dust. The device history record was conducted by back tracing possible lot numbers from the components used in the sample submitted. A device history record review for model 2420-0007 lot number 24075403 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 24075401 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim. Secondary IV line is able to freely back flow into the primary line and bag. Even when primary line is locked the secondary bad backflows into primary line and up to chamber and bag.